Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this malfunction with the customer over the telephone. The tse recommended replacing the breath delivery unit (bdu) printed circuit board (pcb).

Event description:
It was reported that, the ventilator failed the power on self-test (post). There was no patient involvement.

Manufacturer narrative:
(B)(4).the device is not going to be repaired according to customer and was considering a trade-in program.